Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The fill valve and fill valve cable were returned with no burning smell, however, there were signs of heat damage on the fill valve. Measurements on the fill valve found to be shorted between hot & neutral. There were no discrepancies found on the fill valve cable. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Biomed technician at a dialysis clinic reported to technical support that there was a burning smell observed during treatment. There was no sparks, smoke, or flame observed. Follow up with the biomed technician indicated that the event was observed during rinse mode and there was no patient involvement. The device was repaired and placed back into service.